Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient via the manufacturer representative reported that they had a bruised feeling in the hip near the implant when it is turned up. The patient was going to meet to check impedance and get reprogramming.

Event description:
Rep reported that the cause was unknown. Reprogramming was done. No additional information at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was unknown. Rep reported that they reprogrammed the patient and the issue was resolved. The information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator (ins). The caller was told by the pt today in the clinic that the pt had been having pain at the pocket area when it was touched or the pt had pressure on that area at all. The pain could also occur without any pressure to the ins pocket area as well. This discomfort occurred mostly when stimulation was on. Pt says it feels like there's a bruise in that area though there's nothing visible at ins pocket per caller. Pt did have a fall within the last 6 months that affected their side and arm mostly and pt isn't sure if the discomfort started then or not and pt doesn't think they hit the ins pocket area when they fell. Pt says the pain has stayed about the same over time since it started. Pt also is getting less pain relief now; pt says about 55% pain relief and it used to more like 75-80% after they were implanted. Pt has been using dtm programming/ sub-threshold stim. Pt doesn't think the ins position has moved at all in the pocket. Per caller, the ins is easy to palpate and shallow. Pt also mentioned having swelling in their left hip which t hey think started sometime after getting the scs system implanted but weren't sure about the exact timing of when this issue started. Pt also mentioned having swelling in the right hip as well that is being treated by their managing hcp with injections (pt not implanted with scs to deal with these hip issues per caller). Impedances are normal range today, around 740-910 ohms. Technical services (tss) reviewed considerations of having hcp palpate pocket with stim on and off, doing reprogramming to enhance pain relief.